Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been hospitalized for low blood glucose while driving. Customer's blood glucose was around 20 g/dl. Customer's blood glucose at time of call was 179 mg/dl. Customer mentioned she did not eat enough for breakfast due to gastro paresis. After troubleshooting, customer will not be returning the device for analysis.